Event description:
It was reported that the customer experienced several issues with their insulin pump. The charging port was damaged and loose, making it difficult to plug in, which caused the battery to drain rapidly from 100% to 55% in about 24 hours. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting as they were out of warranty and in the process of obtaining a new device.